Manufacturer narrative:
Company rep evaluated the unit and verified the problem. Corrections included replacement of the unit's o2 sensor. Unit was calibrated and safety tested to factory's specs.

Event description:
Customer reported an issue with the dpm 6/7 monitor, which may have affected o2 monitoring. No pt injury was reported.